Event description:
Physician intended to use a micro introducer kit during patient treatment. There was no damage noted to packaging, i.e. Shelf carton, hoop/tray. There were no issues noted when removing the device from the hoop/tray. The IFU (instruction for use) was followed during preparation, procedure, post-procedure. The lumen was flushed prior to use. Tumescent infiltration was utilized. Local anesthesia was utilized. Transducer compression was used. No resistance was encountered when advancing the device. It was reported that the valve not working properly on sheath, blood was leaking everywhere and then sheath broke apart when pulling out. Device was pulled with resistance and removed successfully without injury/intervention. This issue is reported for 2 kits. No vessel damage noted. A replacement device was used to complete procedure. No patient injury reported.

Manufacturer narrative:
Sample is not available for return. An image was provided for investigation. A follow-up report will be submitted upon investigation completion.

Manufacturer narrative:
A review of the manufacturing and inspection records for this lot was conducted, and no deviations or non-conformances were recorded relating to this issue. There was no physical samples returned to argon from the customer however, there was an image provided. Based on the image provided by the customer the complaint was confirmed. CAPA ca-00057 has been initiated to address the detached introducer issue. The CAPA will document the root cause identified and the corrective action that was taken to address the issue.